Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced presbyopia which was not corrected at all and the patient cannot read without additional glasses. Astigmatism was not corrected and the vision has worsened, previously patient could work on the computer without glasses but now glasses are needed. Additional information was received and stated, on (B)(6) 2024 iol was inserted into the right eye. The next day patient noticed that right eye was not seeing well both far and near, the astigmatism was not eliminated and all objects still had a second contour. Patient could not read text from a smartphone or a book at a distance of 40-45 cm. On (B)(6) 2024, a follow up examination was conducted where patient reported all the shortcomings and were not entered into the medical record. On (B)(6) 2024 the next examination was conducted, and during the time that had passed since the first examination, there were no changes in the complaints about the right eye. During the examination, it was recorded that visual acuity was 0.6 cylindrical-1.0 axis10 = 0.9 for the right eye. Additional information was received, doctor said that these events do not pose a threat to the patients life and health and are also not clinically significant. The patient maintains high distance vision in the postoperative period. During the consultation before the operation, the patient chose to have the company intraocular lens implanted, the patient was given an explanation of the expected postoperative visual acuity and the need to use optical correction when working at close range. The patient has concomitant chronic diseases and recommended to consult related specialists. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Correction information was provided in a3.a and b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, patient was not complaining about the lens itself but about the final result. Her doctor stated that the implanted lens cannot meet the requirements expected of a lens. According to the patient, the requirements are not being met as her vision had deteriorated (before it was plus 5, after deterioration by several times, now it was plus 0.3 which was insufficient for glasses free vision). She had astigmatism before the surgery, but presbyopia was not corrected after the operation.